Event description:
Unomedical reference number: (B)(4). Event occurred in canada. It was reported that on an unknown date, the patient's infusion set's tubing detached from the connector. The patient's blood glucose level was 8.2 mmol/l at the time of the event. Moreover, the infusion had been used for a few hours. Further, they replaced the infusion set and insulin was resumed successfully. No further information available.